Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had a health care professional visit due to an irritation from the sensor. The customer's blood glucose was unknown at the time of incident. The customer's parent reported that they were wearing the sensor at the time of visit. The customer's parent stated that they were treated at the time of visit. The sensor will not be returned for analysis.